Event description:
During routine testing of the device at the service center, the service technician reported the ball plungers were corroded and caused the calibrator to not function as expected. The device was originally returned because the b-side generated an incorrect reading when the corroded ball plungers were found. Since the event occurred during routing testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.